Event description:
It was reported that the generator was sent to the international service center for repair because the generator failed the electrical safety test (several times) with medical engineering. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the repair has been completed, a supplemental medwatch will be sent. Date of event: unknown, assumed ((B)(6), 2012) that complaint was reported.

Manufacturer narrative:
(B)(4). Additional information: per service manual operational and diagnostic analysis, the customer's complaint was not confirmed. The generator did not fail any electrical safety test. It is possible that the customer was utilizing the potential equalization terminal on the back of the generator to perform electrical safety testing, but the operator's manual specifically calls out that the potential equalization terminal is not intended for protective earthing. The generator was tested again, but placed the ground return path on the bottom housing and the unit passed ground bond test. The testing of the unit was completed. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.